Event description:
The lead was replaced.

Event description:
During a follow-up, high impedance and threshold were observed. Patient will be followed-up. No further information is available at the moment for possible revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.